Event description:
During surgical procedure, a depuy 10mm curette from the moreland revision tray instrument set, was being used to remove a large piece of cement when a small portion of the end of the instrument broke/knocked off in the femoral canal. It was not possible for the surgeon to remove the small piece. Many valiant attempts were made, but it was determined that it would be in the pt's best interest to discontinue further attempts to retrieve the portion. The surgeon did not want to make a window in the bone which would weaken the bone.